Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a physician's assistant. This case concerns a (B)(6) pt who experienced pain in both knees, swelling in both knees and knees were aspirated after receiving treatment with synvisc. No past drugs, medical history, concomitant medications or concurrent condition was reported. On an unk date in 2014, the pt initiated treatment with synvisc injections at a dose of 2 ml weekly (batch/lot number: v13101, route and expiration date: unk) into both knees for an unk indication. On (B)(6) 2014, the pt received the third synvisc injection. On (B)(6) 2014, the pt experienced pain and swelling in both the knees. On an unk date in (B)(6) 2014, both the knees were aspirated and fluid was sent to the laboratory for eval and no infection was noted. It was reported that a corticosteroids (steroid) injection was placed in both the knees and the pt was fine then. Further reported, the pt had no problems with first and second injections and this was pt's first series of synvisc injections. Seriousness criteria: intervention required for all the events. Corrective treatment: corticosteroids (steroid) inject for all the events. Outcome: recovered/resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending for the same.